Manufacturer narrative:
Device code (B)(4) and patient code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the representative reported the patient had no relief of pain. The patient was not receiving medication. A dye study was completed at an earlier date (date unknown) and nothing showed that there was something wrong with the catheter. The catheter was aspirated during surgery, and the pump was replaced on 2017 (B)(6) with a 20 cc pump as requested. The old pump was being sent to the manufacturer for analysis. Patient compliance was considered a factor that might have led or contributed to the issue. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. The pump contained an unknown brand of morphine [10 mg/ml] at a dose prior to replacement of 3.397 mg/day and bupivacaine [5.0 mg/ml] at a dose prior to replacement of 1.6983 mg/day. Doses for both drugs were at minimum rate the day of replacement.

Manufacturer narrative:
The pump was returned, and analysis found no significant anomalies. Conclusion code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780 , serial# (B)(4), implanted: (B)(6), product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. A catheter event was reported but not confirmed. The hcp questioned if the catheter was disconnected from the pump. No symptoms were reported. On (B)(6) it was reported the patient was getting a dye study at the end of the month to check pump flow. The patient was not showing symptoms of overdose. The date of the event of the event was unknown. It was unknown when the patient first started experiencing a suspected catheter disconnect from the pump. The patient did not experience any symptoms. The patient just did not think she was getting medication. The cause of the catheter disconnected from the pump was noted as "n/a" (not applicable). The suspected catheter disconnect from the pump event has not been resolved. The patient¿s weight was unknown. Medical history was not available. No further complications were reported.